Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: one unexplained power reboot was observed in the black box. The battery compartment was cracked above and below the bumper pad. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection. Therefore, the reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hour duration test; no reboots were duplicated during this time. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display lens was cracked on the gray area.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.